Event description:
Site reported that the light adjustable lens was explanted as the patient was unhappy with the visual outcome due to unresolved residual astigmatism after 3 adjustments. Rxsight's first awareness of this event was (B)(6) 2022.

Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the patient was unhappy with the visual outcome due to unresolved residual astigmatism after 3 adjustments. Rxsight's first awareness of this event was (B)(6) 2022. The device history record for the lens was reviewed. No issues were noted. The lens is in the process of being evaluated.